Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead (B)(4).

Event description:
It was reported, the patient had a heart attack and during heart surgery on 2012 (B)(6), the patient¿s implantable neurostimulator (ins) ¿bent¿. It was reported, the patient¿s ins was replaced due to it ¿having a crease in it¿.